Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was unknown. During troubleshooting, customer was assisted in performing a fixed prime. Insulin did exit with fixed prime. Customer was assisted in pushing insulin with plunger and insulin did exit with plunger push and manual prime. Customer was advised that no delivery was caused by set / reservoir occlusion. Customer was advised that insulin pump was working as designed. Customer reported that insulin pump was rewound with reservoir still connected. Customer was advised to begin process from the beginning due to the possibility of air bubbles.